Event description:
Customer reported device = 315 mg/dl at 12:16 pm and lab = 58 mg/dl at 12:34 pm. Device = 38 mg/dl at 1:39 pm and lab = 40 mg/dl at 3:10 pm. Treatment information was not provided. Controls were in range. A request was made for return product and replacement product was sent..